Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reading above 300 mg/dl. The patient's personal diabetes manager (pdm) experienced a communication issue during activation. For treatment, the patient received a manual injection of insulin. The patient was at the hospital for a few hours until bg levels retuned to normal range.

Manufacturer narrative:
In the case description, the user reports that the pdm is displaying that more than one pod was detected and was not able to activate a new pod. Inspection of the pdm history and audit file found the returned pdm was never connected to a pod or used for insulin delivery. Several "pod presenter step 1" lines were observed in the audit file, indicating the user attempted to pair a pod and begin activation several times while the pdm was in use. Analysis of the log files downloaded from the returned device found several repeating events where the pdm completed its scan for pairable pods and detected two devices. This caused the pod error of "more than one pod available" and prevented the pod activation process from continuing. This process repeated until pdm use was suspended. The pdm is expected to generate the "more than one pod available" alert when more than one pairable pod is detected during the scan and shows the pdm acted as intended based on the result of the pod scan. During investigation, the pdm was successfully paired with a pod and completed delivery testing. Investigation was unable to replicate the reported event. No abnormalities or defects were observed during investigation that would result in the reported event. The root cause of the pdm continuedly detecting multiple pairable pods during operation could not be conclusively determined. A reset clock alarm was observed in the pdm history with the reference code of (B)(4). The alarm occurred after the pdm was observed to be restarted. No other pdm alarms or communication alerts were observed in the pdm history. It could not be determined if the reset clock alarm contributed to the reported communication failure.